Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a damaged power cord. To correct this condition, the power cord was replaced. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump required the replacement of a colleague power cord. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.